Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- all clinical statements that were taken can be confirmed with the provided CT scan. There is loosening and subsidence visible in the talus likely patient related due to at least partial avn. The subtalar joint shows radiographic signs of arthrosis/degenerative changes as described. The tibial component is showing small radiolucence and small cysts around the anterior part. All these changes seem to be patient and bone quality related. Based on the investigation the failure is most likely due to patient related issue i.e. Poor bone quality. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient presented with worsening stiffness in the ankle and radiographs noted significant overgrowth of the anterior talus with concerns for a collapsed talus with avn. The patient also had worsening pain in the subtalar joint, which was shown to have cystic/degenerative changes on CT. These improved with a corticosteroid injection but returned. An stj fusion is planned pending options with an invision talus implant, which would allow additional bone space to throw at least 1 crossing screw. Additionally, plans for a larger polyethylene height were wanted to space the ankle joint out further than it is currently.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient presented with worsening stiffness in the ankle and radiographs noted significant overgrowth of the anterior talus with concerns for a collapsed talus with avn. The patient also had worsening pain in the subtalar joint, which was shown to have cystic/degenerative changes on CT. These improved with a corticosteroid injection, but returned. An stj fusion is planned pending options with an invision talus implant, which would allow additional bone space to throw at least 1 crossing screw. Additionally, plans for a larger polyethylene height were wanted to space the ankle joint out further than it is currently.